Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device could not be located. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, the surgeon could not fire the endocutter smoothly and did not get good formation on the colon. It was not reported how the procedure was completed. There were no adverse consequences to the patient.